Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: while the force bipolar was being used, it was noticed that the tips were no longer closing appropriately. Upon taking the instrument out of the arm, it was noticed that it was broken. No fragments fell inside the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and the complaint was not confirmed by failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and the engagement tests. The instrument passed the intuitive motion test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No grip tip/distal damage observed damage was observed.